Manufacturer narrative:
(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, one (1) month post implantation of this 27 mm bioprosthetic mitral heart valve, a 29 mm transcatheter valve was implanted (valve-in-valve) due to severe bioprosthetic mitral valve stenosis and regurgitation. Post-implantation tee revealed mild perivalvular regurgitation. There were no complications and the patient was transferred to the ICU in fair condition.

Event description:
Edwards learned that 27mm mitral valve was also degenerated.